Event description:
It was reported that a pump alarmed for system error 322 twice in one hour in the nicu. The customer stated there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom of "system error 322" in history log, however could not reproduce during evaluation. The unit was run for (B)(4) hrs. With no occurrence's of system error 322, however a physical inspection found that the upper latch switch bracket screws were loose allowing the upper latch switch to move in and out from the upper door latch. The loose nylon screws will trigger an intermittent open/closed switch connection causing the system error 322. The upper aux assembly will be replaced.